Event description:
It was reported the insulin pump alarmed motor error after a no delivery. Motor error occurred for the first time. Customer's mother was advised to change the infusion set. Customer's mother performed a self test and the device passed. Possible occlusion on the reservoir and or infusion set. Customer's blood glucose was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.